Event description:
Customer reported via phone, she was going bolus and when she attempted to input the units of insulin, the device kept scrolling, it stopped, and then it continued to scroll again on its own. Customer then took the battery out, reinserted, and the device alarmed button error. Customer didn't recall any significant event which may have cause the device to alarm or the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button responds due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The device had cracked case at the display window corners, battery tube threads, broken belt clip slot, minor scratches and cracked display window.